Event description:
Patient with cardiac diagnoses of dilated cardiomyopathy, ventricular tachycardia, s/p v-fib cardiac arrest (B)(6) 2019; s/p bi-vad heartware implantation (B)(6) 2019; listed for heart transplant on (B)(6) waitlist as status 1a on (B)(6) 2019, on (B)(6) 2020 lvad team received a phone call from the patient's mother stating the patient's lvad had stopped working. Nurse practitioner that was speaking with the mother had gone through the algorithm of changing out batteries, swapping controllers with rvad and other measures. Nurse practitioner had been in contact with (B)(6), from heartware, per nurse practitioner's notes, the lvad was alarming that the vad stopped with a secondary message to change the controller, nurse practitioner instructed family to call rescue which was done, interventions were unsuccessful to restart lvad. Rescue arrived and took the patient to the hospital where he was pronounced dead. Per notes, the patient had a therapeutic inr on (B)(6) 2020. The equipment placed on (B)(6) 2019 along with lvad/rvad were gft vasc 10 mm; model/cath 1125; lot# 17407768-1286; exp date 01/31/2023 to left and right.